Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event on (B)(6) 2024. The event occurred within three hours of insertion. The infusion set was inserted in abdomen. The infusion set was in use for 6 to 7 hours. Blood glucose levels during the event was 597 mg/dl. Patient took correction by bolus via pump to address the high blood glucose. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation associated with related event database 1942128 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified for malfunction code, soft cannula found crimped upon removal from infusion site, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review lot 6003983 was manufactured on 03-nov-2023, in machine l138, with a total of 29,400. The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production.soft cannula crimping could occur during several steps of manufacturing and when the tip of the soft cannula is damaged, no samples were returned for inspection. However, during use, soft cannula crimping can be caused by using incorrect insertion techniques or choosing an inappropriate insertion site or cannula length. No further action is required for this complaint, if new information becomes available or used/unused samples are received, appropriate actions will be taken.

Event description:
To date no additional patient or event details have been received.